Event description:
Customer reported on (B)(6) 2014 that the insulin pump alarmed failed battery test and she has put in 5 different batteries and each time she gets the same error message. Blood glucose value is 434 mg/dl; customer treated with lantus medication. Customer was very upset and declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump alarmed intermittent failed battery test due to faulty battery tube. Device functioned properly after unplugging and plugging the battery tube connector into the connector interface board. Device was received with operating currents within specifications. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratched display window.